Event description:
It was reported that the patient died. The patient underwent transcatheter aortic valve replacement (tavr). Vascular access was obtained via the right femoral access which was revealed to be borderline and moderately calcified. The lesion anatomy was located in the femoral aortic-iliac complex with moderate stenosis, and moderate calcification on the leaflets. It was also noted that there was moderate tortuosity in the ilio-femoral artery, calcified aortic bifurcation, multiple locations of calcification and atherosclerotic plaque throughout the abdominal aorta. Following pre-dilatation with a non- boston scientific (bsc) balloon, a 300cm, 8cm v-18 control wire was contralaterally advanced and positioned in the right superficial femoral artery (sfa). A 14f isleeve introducer set was positioned successfully and without complication, and the prosthesis was successfully implanted. However, during withdrawal, the acurate neo2 delivery system was difficult to remove. The physician was advised to visualize the removal of the delivery system via the isleeve, but preferred to visualize the safari guidewire inside the left ventricle. When reporting the difficulty in removing the delivery system, the image was moved to the femoral aortic-iliac complex, observing a kink on the v18 guidewire outside the introducer, which may have injured the arterial wall. The patient became hemodynamically unstable, and a rupture of the iliac artery was seen, with bleeding into the retroperitoneum. Contralateral elevation of the mustang vascular balloon was performed to contain bleeding. The sentinel was removed through the brachialis where the contrast injections were performed. The isleeve was removed along with the delivery system as a single unit. Another balloon was placed in the common iliac up to the bifurcation and then an 8.0 and 6.0 non-bsc stents were placed, but the patient continued to bleed. After the balloon was inflated at the bleeding site, the patient was sent to exploratory laparotomy to repair the arterial vessel, but the patient died.

Event description:
It was reported that the patient died. The patient underwent transcatheter aortic valve replacement (tavr). Vascular access was obtained via the right femoral access which was revealed to be borderline and moderately calcified. The lesion anatomy was located in the femoral aortic-iliac complex with moderate stenosis, and moderate calcification on the leaflets. It was also noted that there was moderate tortuosity in the ilio-femoral artery, calcified aortic bifurcation, multiple locations of calcification and atherosclerotic plaque throughout the abdominal aorta. Following pre-dilatation with a non- boston scientific (bsc) balloon, a 300cm, 8cm v-18 control wire was contralaterally advanced and positioned in the right superficial femoral artery (sfa). A 14f isleeve introducer set was positioned successfully and without complication, and the prosthesis was successfully implanted. However, during withdrawal, the acurate neo2 delivery system was difficult to remove. The physician was advised to visualize the removal of the delivery system via the isleeve, but preferred to visualize the safari guidewire inside the left ventricle. When reporting the difficulty in removing the delivery system, the image was moved to the femoral aortic-iliac complex, observing a kink on the v18 guidewire outside the introducer, which may have injured the arterial wall. The patient became hemodynamically unstable, and a rupture of the iliac artery was seen, with bleeding into the retroperitoneum. Contralateral elevation of the mustang vascular balloon was performed to contain bleeding. The sentinel was removed through the brachialis where the contrast injections were performed. The isleeve was removed along with the delivery system as a single unit. Another balloon was placed in the common iliac up to the bifurcation and then an 8.0 and 6.0 non-bsc stents were placed, but the patient continued to bleed. After the balloon was inflated at the bleeding site, the patient was sent to exploratory laparotomy to repair the arterial vessel, but the patient died.

Manufacturer narrative:
Device eval by MFR: the device was not returned. However, a photo was provided from the healthcare facility. It is not possible to observe the v-18 control wire. It is a non-boston scientific (bsc) device what is shown in the photos.